Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. In addition, sterile devices were returned from the account and testing was successfully performed. The starclose clip was successfully deployed with no issues observed indicating the device functioned as expected.d10, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after percutaneous transluminal angioplasty of the superficial femoral artery. Reportedly, during sheath splitting, there was much resistance. The sheath grabbed the clip prior to clip deployment. The clip became stuck on the sheath. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.